Event description:
It was reported that the wake button required force in order to turn on or off the pump touchscreen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.